Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer¿s blood glucose. Reportedly, the cartridge was reloaded to resolve the issue.